Event description:
A talent abdominal stent graft sys was implanted for the treatment of an abdominal aortic aneurysm approx 2 months ago. There was no calcification and mild tortuousity in the limbs. The aortic neck was mildly tortuous and contained no thrombus, it was 12 mm in length, the diameter was 22 mm below the renals, it increased to 26 mm and then to 25 mm in diameter distally. It was reported that the pt presented with reduced blood flow on the right limb which was the ipsilateral extension (see MFR# 2953200-2009-00351). A fogarty catheter was used to remove thrombus out of the iliac and this was successful in extracting a large clot. Furthermore, a more aggressive fogarty catheter was used to continue removing thrombus and this caused the ipsilateral limb extension to accordion and it was pulled down distally and out of the iliac artery. This also caused the bifurcated stent graft to be pulled down 4 cm. A dacron graft was sewn into the iliac but there was a 1 cm gap between the ipsilateral limb and the dacron which required implant of an extension limb to bridge the gap. The movement of the proximal portion of the stent graft was addressed by implant of an aneurx aortic cuff and a talent aortic cuff. The endoleak was successfully resolved ant there was good flow distally. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention) - (B) (4). Eval results: arterial and venous occlusion. Fogarty catheter.